Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 7:00 am, the patient¿s cgm alerted for low and displayed 70 mg/dl; however, he was diaphoretic, unable to stand or eat and then experienced a loss of consciousness and a seizure. His spouse called emergency medical services who, upon arrival, performed a bg which was 24 mg/dl. The patient was treated with IV dextrose and transported to the hospital. The patient was monitored, received unspecified treatment in the emergency department and was released later that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.